Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that when selecting to create a setup field for a proton plan, the setup field isocenter is not the same as the isocenter of the proton treatment field. During the creation of a proton plan, one routinely selects the target volume (anatomical structure) in the plan properties>general tab: the isocenter of the treatment field(s) may or may not be the center of the specified target volume. However, when one selects field setup>insert>new setup field, the isocenter of the ensuing setup field does not necessarily coincide with that of the proton treatment field in the plan (as would be the case with photons). Instead, the isocenter of the setup field is indeed the center of the target volume specified in the plan properties dialog box. The system obviously behaves differently for photons vs. Protons. This is dangerous clinically because of the potential risk of aligning the pt incorrectly. No pt injury reported, and no pt data provided.